Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility and is pending analysis. A follow up report will be submitted upon the conclusion of the investigation. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact h3 other text : product not returned.

Event description:
The customer reported that the device display sometimes turns on and off automatically. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to power on and off and the device visually and audibly alarmed during alarm testing conditions. The display was stable. No display issues were identified during testing. The device was confirmed to be functioning as designed. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device display sometimes turns on and off automatically. There was no patient impact or consequence reported.